Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the cartridge was leaking from the septum. The customer loaded a new cartridge to address the issue and resumed insulin delivery. Customer's blood glucose was 259 mg/dl.